Manufacturer narrative:
A ge representative evaluated the system and replaced the video cable. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the left monitor goes dark. No pt injury was reported.